Event description:
This report is being filed after subsequent review of the following journal article, "risk factors for postoperative csf leakage after elective craniotomy and the efficacy of fleece-bound tissue sealing against dual suturing alone: a randomized controlled trial."(2014). Hutter, g., von felten, s., sailer, m.h., schulz, m. & mariani, l. (2014) risk factors for postoperative csf leakage after elective craniotomy and the efficacy of fleece-bound tissue sealing against suturing alone: a randomized controlled trial. Journal of neurosurgery. Retrieved from doi:10.3171/2014.6.jns131917. A clinical trial was done at hospital in basal, switzerland utilizing a competitors product to close the dura after a craniotomy to determine the risk of cerebrospinal fluid leakage. The analysis included 229, including 109 male and 120 female patients. Synthes titanium screws and plates or a competitors clamps were used to the close the bone flap after the dura closure product was used. After the completion of the procedure a total of six patients developed an infection. Sixteen patients required revision. Thirty-one patients experienced cerebrospinal fluid leakage. Four patients died post-operatively with no allegations made against synthes devices. The article does not state whether the patients with the adverse events were implanted with the synthes or competitor's device. This is report 2 of 2 for (B)(4). This report is for an unknown matrixneuro screw.

Manufacturer narrative:
Device used for treatment, no diagnosis. Hutter, g., von felten, s., sailer, m.h., schulz, m. & mariani, l. (2014) risk factors for postoperative csf leakage after elective craniotomy and the efficacy of fleece-bound tissue sealing against dual suturing alone: a randomized controlled trial. Journal of neurosurgery. Retrieved from doi:10.3171/2014.6.jns131917. This report is for an unknown matrixneuro screw unknown quantity / unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.